Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as indents under the equipment as well as a painful rash under the left arm area. The patient¿s physician advised removing the lifevest and prescribed a steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.